Manufacturer narrative:
Patient weight not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿6 months; no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018 the patient had expired due to infection and multi-organ failure. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported events could not be conclusively established through this evaluation. The heartmate 3 left ventricular assist device (lvad) was not explanted for analysis. The heartmate 3 left ventricular assist system instruction for use (IFU) lists infection and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This instruction for use, as well as the heartmate 3 left ventricular assist system patient handbook, also provide information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.